Event description:
Pacemaker system had a history of noise on the right atrial (ra) and right ventricular (rv) channels, and the patient experienced dizziness and bradycardia. Both leads were attached to adapters in order to move the device to the right side. Lead adapter was explanted. This event is related to 2183787-2024-00060.